Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology leaked and had a broken catheter hub. The following information was provided by the initial reporter: "the customer's report is that saline leaked from the catheter hub."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology leaked and had a broken catheter hub. The following information was provided by the initial reporter: "the customer's report is that saline leaked from the catheter hub."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 2022-01-04. H6: investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one catheter adapter assembly and seven photos. Upon inspection of the received unit and the photos, it was observed that there was a hole in the blue adapter. Microscopic inspection of the adapter revealed the sides of the hole had smooth surfaces indicating that it was most likely a result of a short shot during the molding process. The defect of leakage was confirmed as a result of adapter defective/damaged due to the molding process. Preventative maintenance and quality inspections are performed at regular intervals to mitigate the risk from this type of defect. The device history record review showed no non-conformances associated with this issue during the production of this batch.